Manufacturer narrative:
(B) (4). Endoleak. Mildly angulated aortic neck.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The proximal portion of the aortic neck measures 31 mm in diameter, it is 25 mm in length, it was mildly angulated at 30 degrees and it was calcified. The iliac arteries were unremarkable. It was reported that there was an unk type of endoleak noted after the bifurcated stent graft was implanted as there was contrast seen outside the graft. An aortic cuff was implanted and the endoleak resolved. No additional clinical sequelae were reported, and the pt is fine.